Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. Corrected fields: d4, e3. The device was returned to olympus for inspection, and the reported failure was not reproduced. The error was however confirmed based on the error history log. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the internal electronic board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had a e0101 error displayed. The issue was found during set up for an unspecified procedure. No harm reported.